Manufacturer narrative:
Continuation of d10: product ID: 8731, serial# (B)(6), implanted: (B)(6) 2005 and product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 01-dec-2005, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving saline (pfns, pbs) .9 mg/ml at a dose rate of .9 via an implantable pump. It was reported that the patient was referred to a physician for revision of pain pump catheter. The patient had their pump replaced in (B)(6) 2023. The patient was seen by a pain management physician who was unable to aspirate catheter. Prior to pump replacement. Patient was not using pump. She has been on oral pain medication. The model 8731 catheter was tied off in the pocket. The model 8781 catheter remained implanted and out of service. A new model 8780 catheter was implanted on (B)(6) 2024. The model 8780 catheter was inserted through the intrathecal space and then connected to the existing pump. The issue was resolved. Factors that may have led or contributed to the issue were unknown. The patient was without injury regarding their status as of (B)(6) 2024. The patient's medical history was unknown. The patient's weight at the time of the event was unknown.